Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl). A bolus was delivered to address bg levels. During troubleshooting with tandem technical support, air bubbles were noted in the cartridge and the insulin vial. Customer changed infusion set, loaded a new cartridge and resumed insulin delivery.